Event description:
It was reported that during a tfn (trochanteric fixation nail) procedure the distal locking screw could not be inserted through the guide and the aiming arm would not line up with the nail. The surgeon inserted the distal screw free-hand without the aiming arm. The surgery was extended by approximately 20 minutes. No adverse effect to the patient was reported. Event #2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The design evaluation report states that the returned parts were assembled and there were no misalignment or assembly issues noted. They were then assembled with the mating instruments and implants and everything aligned and functioned properly. The distal locking screw aligned and went through the nail as intended. The mating parts included nail (part number 456.318, lot number 6783859), connecting screw (357.397, 6606047), protection sleeve (357.386, 4575038), and several 5.0 mm locking screws (458.934 - 458.968, lots unknown). The aiming arm was manufactured in may 2004 and the insertion handle in march 2002 so the instruments are over 8 and 10 years old respectively. The returned parts were assembled and there were no misalignment or assembly issues noted. They were then assembled with the mating instruments and implants and everything aligned and functioned properly and the distal locking screws aligned and went through the nail as intended. Therefore the complaint condition could not be replicated and the complaint is invalid.